Event description:
It was reported that the ilet user's blood glucose (bg) ran high after the infusion set was disconnected for over two to three hours during track practice on the first day of pump use, after eating a cheese stick, because the caregiver believed the manual instructed disconnection when bg is high. Bg began trending down after the pump was reconnected for 30 minutes. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified as not reconnecting to the ilet within a timely manner. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.